Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. The patient had no adverse consequences to the event.

Manufacturer narrative:
D8.

Manufacturer narrative:
The reported event of an inability to connect with the implanted device was confirmed. Based on the review of the patient application logs, an insufficient authorization error was observed and the device was unable to be connected. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.